Event description:
Eight patient samples with discrepant results for sodium and potassium. Only the following example was provided: initial sodium result 126 mmol/l, potassium result 0.8 mmol/l. Same sample repeated gave result of 154 mmol/l for sodium and 3.6 mmol/l for potassium. Initial results were reported, patient not adversely affected. The field service rep determined there was a problem with the sample probe. The instrument was repaired.